Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to open. Block h11: investigation results the returned trapezoid rx lithotripter basket was analyzed, and a visual analysis observed that the sheath was detached and buckled accordion. Additionally, the side car rx was pushed back 7 mm. No other issues were noted. The reported event was confirmed. The side car rx had been pushed back due to force applied on the thumb ring from the handle, which caused the working length to retract itself, pushing back the side car rx. It is also possible that the same force applied on the handle caused the whole device to retract itself, in which the sheath buckled and detached due to the pressure. This condition made the basket unable to close and open. Based on all available information, adverse event related to procedure was selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct for ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the basket would not open. It was noted that there was a stone inside the basket when the problem occurred. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct for ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the basket would not open. It was noted that there was a stone inside the basket when the problem occurred. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to open.